Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining failing qc results for the troponin (accutni) assay on the access 2 immunoassay system. The customer obtained ind (indeterminate) flagged accutni qc results for all three levels of qc. While troubleshooting with bec customer technical support (cts) it was discovered that an accutni reagent pack was not in the designated slot on the reagent storage carousel. When this occurs the instrument does not detect either a wrong reagent pack or no reagent pack is present. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Service was not dispatched for this event as the likely root cause was discovered while troubleshooting with customer technical support (cts). Use error is the root cause for this event. Bec identifier for this report is (B)(4).